Event description:
During baxter's review of another report, it was found that the colleague infusion pump encountered battery depleted set. There was an interruption during delivery. There is no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available. The user interface module master software version is currently unknown.

Manufacturer narrative:
(B)(4). The device has been received and is available for evaluation. Once the device has been evaluated a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The reported condition was confirmed but not duplicated. The assignable cause was determined to be battery depleted alarm. The main batteries and safety harness were replaced to fix the reported condition. This issue has been escalated to (B)(4).